Manufacturer narrative:
Additional information: d9, h3, h6. H10: the sample was received for evaluation with a minicap attached to the female connector and a titanium adapter attached to the patient adapter. A visual inspection was performed with the naked eye with no issues noted. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. Connection - integrity testing was performed between the patient adapter and laboratory titanium adapter with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had a separation between the tube and adapter. It was further described as "loosen connection between tenckhoff and white connector". This was noticed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.